Manufacturer narrative:
(B) (4).

Event description:
The pt has been having problems with his lead for the past 2-3 years. He was told that "2 leads" were not functioning, which resulted in the pt not receiving stimulation where he needed it. His doctor believed it may be due to scar tissue. His neurostimulator (ins) has "shifted in hip" within the past 3 weeks. He has had no falls or trauma related these events. It was noted that he has had his device reprogrammed in the past. The company representative confirmed that the pt's device was reprogrammed and was better than when he came in. His ins has slipped and was close to end of life. His leads have migrated as well causing intermittent stimulation dependant upon posture. The pt was going to follow-up with his surgeon.